Event description:
A malfunction was reported with a code indicating a software error was detected. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, ensuring it did not recur. The customer was advised to continue using the pump and to report back if the malfunction reoccurs.